Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. It was noted that the right ventricular lead exhibited noise oversensing which were binned as ventricular fibrillation. The patient was not shocked. Noise was reproducible in clinic with isometrics and coughing. The lead was reprogrammed to inhibit inappropriate shocks. The patient was stable and would be monitored.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2020. The patient was stable prior, during and post procedure.

Event description:
New info states that the lead was fractured.